Manufacturer narrative:
B1, b2, h1, h6: remove e2403 and f26, add e1205, f11.

Event description:
It was reported that pump experienced malfunction alarm that led to high blood glucose reading, although specific value was unknown and only displayed as ¿high.¿ no notable events occurred before the malfunction, customer did not take any action for high blood glucose and did not require help from third parties, and technical support provided instructions to reset pump, assisted caller with reset, confirmed malfunction did not recur after reset, and advised customer to continue using pump and call back if malfunction returned, which customer understood.